Event description:
Patient undergoing laparoscopy possible laparotomy/lysis of adhesions. At beginning of procedure trocars were introduced and laparoscopy started. Extensive adhesions observed, decided to convert to open procedure. Upon withdrawing trocar, small amount of stool noted. Perforation of small bowel requiring open repair.